Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported that the patient had been hospitalized due to hyperglycemia on (B)(6) 2025 at (B)(6) hospital. The patient's blood glucose levels reached 550 mg/dl while wearing the pod on the abdomen between 5 and 24 hours. It was noted that the adhesive pad was a little loose and the cannula had dislodged from the infusion site. At the hospital, the patient's father stated that the patient was given solutions, but they do not know the name, dosage, frequency and length of use. The patient was released the same day and was able to activate a new pod.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the adhesive pad was not secure, and the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.